Event description:
It was reported that when a registered nurse (rn) went to connect the patient to their power module in clinic, it was noted that the patient had a bent pin and that they were unable to connect to interrogate. The rn contacted the ventricular assist device emergency phone to notify them of the need for a system controller exchange. The patient's system controller was exchanged and they were given a loaner mobile power unit. It was later noted that a broken pin from the patient's system controller was found in their mobile power unit cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Beginning at 9:28:33 on 09nov2023, the relative state of charge (rsoc) and voltage of both power cables began to simultaneously decrease while the system controller was connected to the mpu. This resulted in the activation of atypical power cable disconnect and low power hazard alarms. The backup battery briefly activated and supported the system without issue during the event. These abnormal alarms resolved a few seconds later at 9:28:36, when the rsoc and voltage returned to typical values for the mpu. The observed events are consistent with a loss of ac power to the mpu.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the controller being unable to properly connect to a patient cable was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). Upon arrival of the controller, a broken pin was observed to be stuck in the white power cable¿s connector. The socket with the broken pin pertained to the transmission communication signal off the controller. The pin was removed, and the controller was then functionally tested. The controller passed all testing procedures without issue, and no atypical alarms were produced. The downloaded log file was then reviewed. The log file contained approximately 1 day of relevant information (08nov2023 to 09nov2023 per the timestamp). The pump maintained a speed above the low-speed limit without issue while the driveline was connected. At 14:30:52 on 09nov2023, the driveline was disconnected, which is consistent with the exchange of the controller. The root cause of the connection issues was determined to be the broken pin from the mobile power unit, that was stuck within the white connector. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 3 ¿powering the system¿ describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.